Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation procedure, an intellanav mifi open-irrigated catheter was selected for use, however the tubing on the handle portion cracked in the middle of the case and started leaking fluid, therefore it was decided to replace the device, and the issue was resolved. The procedure was completed. No patient complications were reported. The device is not expected to return, it was discarded.